Manufacturer narrative:
The incident device has been received and is under investigation.

Event description:
The report stated that the jaws of the device would not release from the patient tissue after sealing. The surgeon had to cut around the device to remove it. There was no patient injury but it delayed the procedure about 20 minutes.